Event description:
Additional information was received by manufacturer representative (rep) stating the products have not been returned yet, but will be. Rep has possession of products. Cause of high impedances was not determined and the information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 7482a51 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(6), ubd: 27-mar-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that out of range impedances were found on the extension and implantable pulse generator (ipg). No external factors may have led or contributed to the issue. High impedance was found on contact 0 making it unusable. However, programming was successful around the impedance issue initially. Low impedance was later found on contact 1 making that unusable. An attempt to program around that was not satisfactory. Exploration was requested by the neurology clinic and pre-operation, impedances were unchanged from the clinic. During surgery, the healthcare provider (hcp) first exposed the ipg and examined the distal extension connection, finding no obvious issues. Intra-operative testing with alligator clips confirmed out of range impedances on the extension. The extension and battery were replaced. Post-replacement, impedances were within normal limits. The issue was resolved. No patient symptoms reported.

Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6)) found no significant anomaly. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.